Event description:
A customer contacted physio-control to report that their lifepak 15 device would not respond to any button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their lifepak 15 device would not respond to any button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no adverse consequences to the patient as a result of the reported event.